Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance of 1900 ohms. Technical services (ts) was consulted and upon review determined that the rv lead exhibited pacing lead impedance out of range with gradual rise. In addition, ts identified that the right atrial (ra) lead, a non boston scientific product, exhibited a similar behavior but the lead impedance remains within normal limits; therefore, monitoring was recommended. This rv lead remains in service. No adverse patient effects were reported.